Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual lead was not received for evaluation. Performance data collected from the device indicates varying impedance. The minimum ventricular pace impedance measurement was steady in the 300 ohm range but the maximum value varied from 312 - 720 ohms with much of this variation occurring week to week.

Event description:
It was reported that the lead had increased and varying impedance, and subsequently high impedance. Additional information received indicated that the lead also showed oversensing. The lead was replaced. There were no reported patient complications as a result of this event.